Event description:
Account states that, they have experienced a few false negatives with beta hcg pt samples. The incorrect results have not been used to guide pt therapy. The field service rep was unable to determine a cause for the discrepant results.